Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the complaint of unexpected outcome and blurry vision. The product was not returned for an evaluation. Additionally, information in the file indicated a failure to follow the dfu occurred with the use of an unqualified viscoelastic with the lens/cartridge combination. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced an unexpected outcome of -1.75 instead of plano. The patient is not happy with her vision. Additional information was provided by the surgeon, who reported that the patient continues to have blurry vision. The last postoperative refraction was -2.25+1.25x030 with bcva of 20/40.